Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that during an unknown procedure the expressew iii sutuer passer w/ hook was not firing the needle every time. Another device was used to complete the procedure. No patient consequences or surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H6: method codes: a manufacturing record evaluation was performed for the finished device [4994-110117] number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary - according to the information provided, it was reported by the sales rep via email that during an unknown procedure the expressew iii suture passer w/ hook is not firing the needle every time. The complaint device was received and evaluated. Visual observations reveal that there is some tissue debris inside of the shaft. The functional test was performed, a needle was loaded into the device and was tested on a sample rubber and interference was felt during deploy. During the functional test was noted that the proper deployment was intermittent, was not working every time. The complaint can be confirmed. The possible root cause for the reported failure can be attributed to the bio-debris build up inside the expressew shaft causing that the needle was not firing correctly every time and the device has seen heavy use and repeated cleaning/ sterilization cycles. However; this cannot be conclusive determined a manufacturing record evaluation was performed for the finished device [4994-110117] number, and no non-conformances were identified. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:((B)(4).